Event description:
It was reported that the patient had been experiencing more constipation the past several weeks. The patient stated that her interstim lead was twisted and it was confirmed by the hcp over the summer. The nurse had tested it within the last six months and thought it might have happened within the last year, perhaps due to patient activity. It was noted that the patient had several weeks of urinary relief with interstim at first in 2009, but her main focus was the constipation issue. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was also noted that the patient also had gastritis (a new problem for the last several months) and trouble swallowing the last 6 months. An endoscopy was done to check her throat, but the results weren't provided.

Event description:
Additional information received reported that the patient was still having concerns regarding her device and was working with the doctor or manufacturer representative. It was stated that the patient had an appointment (B)(6)-2012. It was also stated that the patient's last appointment was on (B)(6)-2012. Any additional information will be included in a supplemental report.

Manufacturer narrative:
Product ID 3093-33, lot # v238369, implanted: (B)(6) 2009, product type lead, product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).